Event description:
It was reported that the patient was admitted to the hospital due to a work accident. An instaflo bowel catheter was inserted and left in place for approximately 14 days at which time the patient was noted to have rectal bleeding. An endoscopic examination was performed and a 2cm erosion was noted. The bleeding was stopped by applying sutures in two areas of the rectum. Patient received approximately 13 to 14 'blood preservations'.